Event description:
Following a shoulder arthroscopy procedure, it was reported the patient had sustained a post surgical burn (severity of burn was not known). The burn was treated with a topical ointment and bandage.

Manufacturer narrative:
The device will not be returned for investigation, and the lot number was not known. Since the device was not returned, a complete investigation cannot be performed. No conclusion can be made.